Manufacturer narrative:
The customer has informed stryker that the device was scrapped locally, and cannot be returned for investigation. The device was not returned to redmond. The reported issue could not be verified, and root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device would not turn on. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not turn on. There was no patient use reported with the event.